Event description:
It was reported that the pacemaker dependent patient had been having syncopal episodes. A recording showed 3-second pauses where only p-waves were seen and there was no ventricular output.